Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that she seems to be having a bad spell with her sensors. Customer stated that today it was constantly telling her to update her, to calibrate and enter blood glucose yesterday. Customer stated that today it was telling her sensor updating. Customer stated that she woke up with a blood glucose of 477mg/dl and yesterday 250 to 400mg/dl and took additional insulin via syringe to treat. The customer declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.